Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address pain and loosening of the unknown component at cement to implant interface. Unknown cement was used. It was also reported that rtk: attune rp/ps cemented with poly patella and the surgeon elected to surgically open the joint and evaluate the issues, all components were loose and a full revision was performed. Doi: unknown; dor: (B)(6) 2019, right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.